Event description:
Additional review determined the event occurred and was resolved at the time of implant; no additional surgical procedure was reported.

Manufacturer narrative:
Corrections: b3 date of event: corrected from (B)(6) 2021 to unknown. H2: corrected from "serious injury" to "malfunction". H6 health impact code: corrected from f1903 "device explanted" to f26 "no health consequences or impact".

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, breakage pump/ cylinder crossing there is no specific trauma for the customer, because it was completely replaced with another pump. No other adverse patient effects were reported.